Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy, on side to side functional end-to-end anastomosis in the ileocecal region, at the third firing, the stapler was able to fire, the green button was pressed, there was poor staple formation as the staple was not formed a few centimeters near the tip of the cartridge because the firing stopped halfway and the staples popped out midway or the firing itself failed. It seemed that the staples were formed correctly on the root side of the cartridge, the staple line was incomplete distally, the firing did not proceed to the end and stopped at the middle. The knife could return without any problems. The firing speed was always used by slow manual setting and the user did not feel any change. The large intestine was cut additionally and anastomosis was performed again to resolve the issue. The extended incision range exceeded 1 inch.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device was found to be partially fired. It was reported that the staples did not form as expected, significant surgical intervention and significant tissue loss occurred as a result of the product failure. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy, on side to side functional end-to-end anastomosis in the ileocecal region, at the third firing, the stapler was able to fire, the green button was pressed, there was poor staple formation as the tip part was not stapled, the staple line was incomplete distally, the firing did not proceed to the end and stopped halfway. The knife could return without any problems. The firing speed was always used by slow manual setting and the user did not feel any change. The large intestine was cut additionally and anastomosis was performed again to resolve the issue. The extended incision range exceeded 1 inch.